Event description:
While patient in MRI scanner on servo I the ventilator stopped delivering set oxygen. Patient at the time was on 75% o2, and analyzer started to fall into the 20's. Rt initially thought it was the analyzer, but the patient shortly dropped her o2 saturation to 85%. Rt switched o2 outlets, but this was not a solution. The nurse bagged the patient while rt set a different ventilator on the patient and then was able to complete the MRI. Vent was pulled from MRI.